Event description:
The customer reported: during the surgery, it was not possible to switch from fluid to air. They had to open a new cassette. No pt injury was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).